Event description:
It was reported that following the implantation of an advance sling, the patient "develops bad incontinence throughout the late morning." The sling is "sliding up proximally" and an alternative incontinence device will be implanted on (B)(6) 2015. There were no further complications reported as a result of this event.